Event description:
It was reported that an ilet user experienced nocturnal hypoglycemia with urgent low soon alarms while using a g7 sensor, with glucose readings to 82 mg/dl and then 72 mg/dl; the user treated with approximately 7 grams of carbohydrate (a drink) and was advised that the ilet adapts to such events and to contact their clinician for possible therapy adjustments. Symptoms included hypoglycemia with sleep disruption and concern about recurrence, without loss of consciousness or other acute complications. Outcomes included no medical intervention, no ketone testing, no hospitalization, and resolution after self-treatment. Investigation included complaint intake, user counseling on system learning behavior, and review of alarm history as described by the user. Investigation of this case revealed no device malfunction reported and no component failure identified, with the cause of the hypoglycemia unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.